Event description:
Bio-rad laboratories received a phone call from reporter. The customer called to report discrepant results on five patient samples when running the captia syphilis (t. Pallidum) -g eia assay manufactured by trinity biotech on the evolis microplate system manufactured by another country's MFR. The evolis is a 4 plate self-contained microplate processor system designed for use with multiple eia assays. An investigation suggests that the evolis instrument did not dispense one of the captia syphilis (t. Pallidum) -g eia components (the stop solution) to one microwell plate, resulting in a non-reactive result for five samples being processed on the affected area of the microwell plate. The evolis is designed to provide error messages which prevent reporting of results for any sample for which incomplete processing has occurred. In this instance, no error message was provided to indicate incomplete addition of stop solution to the affected part of the microwell plate. The customer did not report results for these five samples, so this issue has not posed any risk to patient health. Bio-rad laboratories is currently working with the manufacturer to further investigate and correct this issue. The original customer complaint was filed on 05/19/2008. At the time of this initial customer complaint, it was not clear whether the captia syphilis (t.pallidum) -g eia assay or the stratec evolis microplate system instrument were the cause of the five discrepant results. Since the results were never reported to the patients, there was no evidence of serious injury or death, so an MDR was not filed at that time. However, after the investigation into the possible contribution of the evolis was completed, it was determined that a MDR should be filed.